Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: 15-jan-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving gablofen (500 mcg/m l at 934.69 mcg/day) via an implantable pump for unknown indications for use. It was reported that the patient's pump pocket was infected. There were no known factors that may have led or contributed to the issue. The pump system was explanted from the left abdomen and the new pump and catheter was placed on the right abdomen. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.